Event description:
A facility representative reported that during a glaucoma filtering shunt procedure the surgeon determined that the shunt was clogged right after he implanted it, so he implanted a different shunt during the same surgical setting. Additional information has been requested.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
The word clossed should be clogged. A supplemental medical device report (smdr) # 02 is being filed to correct the date on the prior filed supplemental report. Incorrect date of 04/13/2015 is being corrected to 04/21/2015. (B)(4).

Manufacturer narrative:
During inner illumination the shunts' lumen was found to be blocked. After cleaning the shunt, it was still blocked. After slicing the shunt, two lumen openings, on both sides of the restriction unit were seen, and no welding penetrations were found. The shunt was in the patient's eye for about 3 weeks. During production, 100% final inspection is being performed on the entire batch, including inner illumination. If such a defect had been noticed during the inspection, the product would have been rejected immediately. Having said that, one may conclude, that the blockage was formed after the product had left the manufacturing plant. The root cause is external - related to patient condition / non-product factors, however, the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since lumen openings were seen on both sides of the restriction unit and no welding penetrations were found. Therefore, there is no evidence for an inherent defect that might have caused the event, and the root cause seems to be external - related to patient condition / non-product factors. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, a technologist reported that the shunt was implanted and then became closed sometime later. The shunt was exchanged three weeks after initial implantation.